Event description:
It was reported that the physician handheld was stuck on the "welcome to vns" screen. A hard reset was performed and the align screen process was attempted several times; however, the screen would not leave the allign screen. A new programming tablet was provided to the physician. The handheld is expected to be returned, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld was returned for analysis on 09/26/2013. Analysis of the handheld was completed on 10/21/2013. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on 10/21/2013. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.